Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the detector was moved manually into the correct position. Rebooted. Issue resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that prior to a case in the morning the site went to turn on the system and got an "error initializing collimator" message. The field service engineer (fse) was onsite and did some troubleshooting including rebooting the system, with no resolution. It was noted that the system had a passing planned maintenance (pm) last week. No patient.